Event description:
It was reported that left bundle branch block occurred. A 27mm lotus edge valve was implanted in a patient. After the implant, left bundle branch block developed. Within two days, an electrophysiology study was performed and the decision was made to implant a permanent pace maker.